Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: surgical ports were placed prior to the issue being identified. The issue occurred during a ventral hernia procedure. The image was inverted only when trying to rotate the endoscope from 30 down to 30 up. The endoscope was stuck at the 30 down, but the orientation was off by 90 degrees. The instruments would not move while the surgeon attempted to move them and then all of a sudden would shoot forward. The event did involve a reversed control of the system arms because the image was inverted and would not orient correctly. The 30-degree endoscope in use was installed in the up orientation. The surgeon did not confirm the desired orientation when the endoscope was installed because it was placed 30 degrees up but was showing a different orientation. The indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope¿s adapter/base was still engaged/in-synch/attached with no damage observed. Prior to the event, the endoscope was manually rotated 180 degrees. The surgeon did manually associate the right and left masters with the respective arms for intuitive motion. The procedure was completed with a different endoscope. The alleged vision issue did not result in patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. Customer replaced the scope and now both unintuitive motion and inverted image were resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) incisional hernia surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the robotic arms were doing their own thing. The surgeon explained that the arms have non-intuitive motion and seem to be moving faster than normal. The customer tried reseating the sterile adapters (sa) and instruments, but issue persisted. The customer then power cycled the system and connected another surgeon side console (ssc), but issue persisted with the other ssc. Customer also reported that the image orientation was off by 90 degrees when the endoscope was installed. Customer had to manually adjust the endoscope for the image to appear upright. The customer tried removing the endoscope, rotating its base until the correct orientation was displayed on the screen, pressing the instrument clutch button to cancel guided tool change (gtc), and reinstalling the endoscope, but issue persisted. The customer then replaced the endoscope and now both issues were resolved. The image orientation was correct, and the surgeon confirmed having intuitive motion. The procedure was completing as planned with no reported injury.